Event description:
Account reports "large" amount of air in tubing. States they prime the filters appropriately but continue to have air. States there is "enough air to endanger the life of a child, especially if the child has an art line. No medical intervention for pts. Product has been removed from the unit, and they are now using the product with the old filters again. No used samples available.